Event description:
The hcp reported the pt was experiencing a loss of pain relief. The catheter was explanted due to a granuloma. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.